Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that a haptic of a cq2015a, +15.5 diopter, intraocular lens bent upon insertion on (B)(6) 2018. Implanted and removed from eye during initial surgery with no patient injury. Backup lens was used and resolved problem. Patient is stable. No injury resulted from surgery.

Manufacturer narrative:
(B)(4).